Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt light headed and their heart rate was low. A remote transmission received by the clinic showed that the implantable pulse generator (ipg) was at end of service (eos) approximately four months post implant. The transmission showed the ipg mode as ¿device off¿ and it was not pacing. The patient was brought in for an device interrogation; however, it was not able to be reprogrammed. It was noted that the battery depletion was sudden and rapid and that the patient did become bradycardic. The ipg remains implanted and inactive; a new leadless ipg was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum monthly battery voltages are not accurate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.